Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a case for a patient who was initially implanted with an afx device on (B)(6) 2014. Recently it was reported that the patient was presented with an (indeterminate) type 3 endoleak on (B)(6) 2018 and a reintervention was performed. As of the date of this report there has been no additional patient sequelae reported. The patient's status is unknown and no additional information was provided.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; no requests were made due to the lack of any patient identifier. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. Lot information was not received and a manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. Correction: h6. Device code - remove 1354. Conclusion code - remove 11.